Event description:
It was reported a patient presented in the hospital emergency room after receiving inappropriate high voltage and atp therapies caused by episodes of svt. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.